Event description:
The device was returned to the manufacturer after being explanted due to suspected premature battery depletion. The device subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Device analysis resulted in inconclusive analysis and was incomplete. The eri (elective replacement indicator) was the result of battery depletion. The exact cause of not meeting the 80% of the lower 99.9% is unknown. Performance data was collected from the device and analyzed. The battery voltage was pre/approaching elective replacement indicator (eri). As of (B)(4) 2012, battery voltage is 2.83v. Ramware version 8 installed on (B)(6) 2011.